Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. The dso (downstream occlusion) sensor calibration has failed. Replaced defective downstream occlusion sensor. The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the pump exhibited a cassette not attached properly. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. The reported problem was related to a previous repair. Visual inspection and functional test were performed. Visual inspection found the device in good condition as the tamper seal was intact. Error was found in the device ehl (event history log) multiple times. Functional testing confirmed the customers reported problem as problem was duplicated. The problem was due to the downstream senor and repair action taken was to have the downstream sensor replaced. Problem was intermittent. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: corrections: d4: model number 2120 ; d1: brand name: cadd solis vip pumps.